Event description:
This event involved a patient who experienced a high power event approximately ten month post heartware lvad implantation. The patient's controller log files were downloaded at their outpatient visit. The site noted a gradual increase in the patient's power consumption and estimated flows along with elevated ldh levels. The patient appears to have simultaneously developed low output syndrome related to significant aortic valve insufficiency. This was treated with extracorporeal membrane oxygenation (ECMO) and surgical aortic valve repair. The surgeon opted to exchange the heartware lvad in the same surgical setting.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump (B)(4) in relation to the reported event. This included labeling/instructions for use, clinical evaluation, log review/analysis, visual/functional testing, review of manufacturing documentation and pathological analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Post explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The reported event of high power was not confirmed. The log files showed a slight increase in flow estimation but not power. There was no thrombus found during independent pathological analysis. Clinical factors that may have contributed to the event include the patient's low cardiac output and aortic valve insufficiency. Aortic valve insufficiency results in shunting of blood back into the left ventricle (increase in estimated flow) and a decrease in forward flow (low output symptoms). Log files, explant analysis and clinical events suggest this was a case of severe aortic insufficiency with no evidence of pump thrombus. Based on the information provided, there is no evidence to suggest that the reported event relates to a device defect.